Event description:
Caller reported receiving higher readings on the freestyle meter than on her accucheck meter. The customer performed comparison tests with the freestyle meter. Results were 231 mg/dl and 150 mg/dl.